Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's trial procedure on (B)(6) 2023, the patient had a csf leak. As a result, a blood patch was performed and the procedure was abandoned. No further action will be taken. The patient was asymptomatic post-operatively.